Manufacturer narrative:
The device is reported not available for return, however, a lot review should be completed.

Event description:
Event occurred on an unspecified date involving a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the reporter stated that there was a patient that had an active infusion going the nurse came back into the room, the tubing had separated. They reported that the patients IV was still intact, but the set itself came apart at the leur lock site. There was no patient harm as a result of this event.

Manufacturer narrative:
Device received on 7/23/2025. Investigation summary one (1) photo provided for evaluation; one (1) photo confirms the complaint of the tubing separation. The reported complaint can be confirmed. The probable cause unintentional bending force. Received one (1) used. List #146870489, primary plum set for inspection. The secure lock and end tubing were disconnected. No other visual defects or anomalies noted. Received one (1) photo showing separation of tubing from luer lock. Insufficient coverage was observed on the secure lock. The reported complaint of tubing and luer lock separation be confirmed. The probable cause is due to insufficient solvent coverage applied during manual assembly in the manufacturing plant. The device history was not reviewed; no lot information was provided.